Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they ordered 3 boxes of infusion set and found that one infusion set was damaged. The customer also reported that they had a low blood glucose level of 51 mg/dl. The customer treated the low blood glucose and it went up to 75 mg/dl. The customer declined troubleshooting for the low blood glucose. The customer will receive a replacement for their infusion set. The customer will return the damaged infusion set for analysis. The customer was advised to monitor and call back is issues arise.